Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in the calcified left common femoral artery was attempted using a proglide device via a 6f sheath prior to a thoracic aortic aneurysm intervention. Reportedly, an anterior cuff miss occurred with the first proglide device. A second proglide was attempted; however, a posterior cuff miss occurred. Hemostasis was achieved via surgical intervention. There was no adverse patient sequela and no reported clinically significant delay in the procedure. Hospitalization was prolonged. The physician is reportedly trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed. Analysis of the returned device found a cuff tab detachment. Cuff tabs measure one one-hundredth (0.01) of an inch square and due to the extremely small size; a missing cuff tab is not visible without magnification and would not be noted by the user. The investigation determined the reported difficulties appear to be related to calcification at the access site and the treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.